Event description:
It was reported that the patient with this pacemaker developed an infection. As a result, the patient underwent surgery to explant the device. A temporary pacemaker was placed until the endocarditis is cleared, with plans to implant a new permanent system afterward. This device is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.